Event description:
(B)(4) 2012: received email from (B)(4) drug regarding a discontinued 66500. Checked with quality for warranty replacement issues - go ahead with warranty replacement. According to (B)(4) "the bolt inside the tubing housing the front caster assembly had snapped off. Patient is under the weight limit. Lot number 101108." Replaced under warranty 860204346. Ref (B)(4).